Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing. Report 1 of 2, see related medwatch report number: 0001920664-2020-00075.

Event description:
The veterinary facility reported during cataract surgery vitreous entered the anterior chamber. The sleeve on the vitrectomy cutter didn''t seem to fit correctly over the cutter. The doctor was not able to use the vitrector because it was not functioning properly. The patient looked okay on the follow up visit but the doctor was unable to perform the vitrectomy.

Manufacturer narrative:
The evaluation has been completed. One sealed and one opened bl5612 pouch from lot w6360 was returned. The expiration date on the label was (B)(6) 2021. The opened sample was clean and dry and did not appear to have been used. The tubing was still coiled and taped together. Visual inspection found that one sleeve did not fit over the tip of the cutter. The assembly cannot function properly. These irrigation sleeves were sent to the manufacturing site for evaluation. The manufacturer evaluation resulted in one of the two irrigation sleeves did not meet specification. The inner diameter was below the minimum 0.0356 on one of the parts. Evaluation of the process showed two potential areas which may contribute to a small sleeve diameter. As a result, the size of the burnish pin was increased, and the inspection method will now include a longer pin gauge to better simulate use. Existing stock has been 100% inspected with a calibrated pin gauge and found to meet specification. We will continue to monitor reports of this type to determine if further action is required. The combination of potential drift in burnish pin size and method of inspection identified improvements that were implemented in the manufacturing process. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Report 1 of 2, see related medwatch report number: 0001920664-2020-00075.